Event description:
It was reported that prior to an embolization treatment procedure, the coil was out of the introducer sheath. The target lesion was located in the moderately tortuous vessel in the abdomen. A 5 mm/5.5 mm vortx-18 was used to treat the target lesion. During unpacking, the coil was noted to be out from the introducer sheath. The procedure was completed with another of same device. No patient complications were reported and the patient's status is good. However, the device analysis revealed that the coil was broken.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a box, a pouch, a dfu, a plunger, a coil and an introducer were returned for analysis. The coil was returned in the introducer with the plunger protruding from the hub. The plunger was found to be kinked and stuck in the hub indicating. The coil could be seen in the hub of the introducer. The plunger was retracted with force and reinserted to advance the coil successfully. The coil was noted to be severely stretched and broken. The introducer was inspected and no damage noted. There was a trace of blood in the distal portion of the introducer and on the fiber bundles. Microscopic inspection revealed the base and apex zap tips shapes and surfaces were smooth; no damage noted. The dimensions of the coil that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).